Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a damaged interconnect cable connector, and the power supply would not turn on (no boot). This resulted in a total loss of imaging functionality. This could cause the delay of a procedure. There is no report of injury or death associated with this event.